Event description:
Inbound. Patient states using this cadd cassette for 8 hours with no alarms, now both pumps are alarming no disposable and pumps won't run with this cassette. Changed cassette and now the pump is running without difficulty. Cannot provide the lot number of the cassette. No further details provided.